Manufacturer narrative:
Although requested, the device was not returned for evaluation. The investigation of this event is in progress.

Event description:
The health care facility reported that during the injection of an intraocular lens (iol), a large tear was noticed at the optic haptic junction of the trailing haptic. The incision was enlarged by .4 mm to remove the iol. There was no patient injury reported. Additional information has been requested.

Manufacturer narrative:
The lens was received and evaluated. Visual inspection found the lens was cut in two pieces. Further evaluation on the lens confirmed the presence of tear on the optic; however, it is not clear whether this tear happened as a result of the explant and in an effort to remove the lens. Based on all available information, the root cause could not be determined.

Event description:
Additional information received indicating the patient was implanted with an iol of a different model.

Manufacturer narrative:
Although requested, the device was not returned for evaluation. A review of the device history record found no nonconformities or anomalies related to this complaint. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all available information, the root cause could not be determined.